Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter pcb, and upgraded the software to the latest revision, to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator upper display became blank. There was no patient involvement.